Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4).

Event description:
As described by perfusionist attempting case: "primed oxygenator fine, gas flow through clear fluid seemed fine, gas coming out exhaust on oxygenator. Went on bypass, at full flow (6lpm) po2 rapidly dropped to 5kpa, blood coming out of the oxygenator was very dark, patient saturations rapidly falling, put fio2 to 100% and sweep gas to 4lpm, but this made no difference. Came to half flow and po2 came back up as well as saturations but when attempting to return to full flow the same thing happened. It was like the oxygenator was unable to cope with flow above 3lpm. Made the decision to come off bypass as the patient was stable and the clamp was not on yet. Ref.: # (B)(4), customer ref.: na.

Manufacturer narrative:
Maquet medical systems, USA(importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer- maquet medical systems USA (B)(4). Contact person- (B)(6). A trend search has been performed on (B)(6)2018 (search for material number 70106.7942, issue: oxygenation) which came to following results: 1 additional complaint was recorded since the last 12 months. Based on the recent sales numbers of the last 12 months following occurrence rate has been calculated: 0,01 %. Thus the occurrence rate is below 1% - due to this information no systemic issue could be determined. Maquet cardiopulmonary was received the product for investigation.the sample has been cleaned and inspected visually. Also leaking test has been performed test has been performed. No leaks or other abnormalities could be detected. Further investigation steps are momentarily not possible to be executed due to work safety issues in the complaint laboratory. Maquet cardiopulmonary is currently in the mitigation of this issue. . When further investigation steps can be executed again, these investigations will be performed and the complaint file will be updated accordingly. Thus the reported failure could not be confirmed. Therefore the most probable cause could be not determined at this time.

Event description:
Ref.: (B)(4). , customer ref.:na(B)(4).